Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer reported the erbe generator was not working during a procedure after ports had been placed. All four erbe vio ports (two bipolar, two monopolar) showed question marks and were nonfunctional. Customer replaced the cables and restarted the unit, but the issue persisted. Customer switched to a valleylab forcetriad generator to complete the surgery. Technical support engineer (tse) reviewed logs but did not verify any errors. The procedure was completed robotically with less than a 15-minute delay. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance to report that the erbe was not working. Tse checked the logs and no error was verified. The customer called tse after deciding to use valleylab forcetriad to continue the surgery. Tse asked what kind of problem had occurred, and the customer replied that all the erbe vio ports were not working and that there were question marks on all 4 ports (2 bipolar and 2 monopolar). The customer replaced the monopolar and bipolar cables and restarted the erbe vio, but the problem persisted. Caller then decided to use another electrosurgical unit and called tse. The procedure was completed with no report of patient injury. Intuitive followed up and obtained additional information. The ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system powered on without erros. A valleylab force triad generator was used to solve the issue and continue with the procedure. Therefore, the procedure was completed robotically using another generator and not the vio erbe.